Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2021-02028. It was reported that patient experienced ineffective therapy. System evaluation showed a lead fracture and high impedances.. Attempts to reprogram were unsuccessful. As a result, surgical intervention was undertaken wherein both leads were explanted and replaced to address the issue. It's unknown which lead was fractured and both are being reported.

Event description:
Additional information received identified that effective therapy was restored post operatively.